Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was exhibiting a crackling sound, comparable to an electrical crackling. The communicator and power cord were not hot to the touch. The communicator call doctor icon was not lit. There were no unusual lights on the communicator. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator is no longer in service.

Event description:
It was reported that the communicator has been making a crackling sound, comparable to an electrical crackling. The communicator and power cord were not hot touch. The call doctor icon is not lit. There were no unusual lights on the communicator. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the communicator allegation was not confirmed. Analysis found no evidence of device anomaly outside the bounds of normal medical use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.